Manufacturer narrative:
H3, h6: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via manufacturer representative regarding a driver used for spinal therapy. It was reported that the driver found broken. Product will be returned. There was no patient involved in the event. There were no further complications reported as a result of this event. Additional information received from manufacturer representative that upon the septic to sterilize for kcs would not sterilize it because it was broken. They removed it from the tray and turned it over to the following day. Comes out of pyramid tray for alifs.

Manufacturer narrative:
H3: product analysis part # 9870010 lot # nm08k006 visual and optical inspection confirmed a section of the flex shaft has cracked/broken. The damage is consistent with bend stress overload. Additional information: g1, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.